Manufacturer narrative:
The device was not returned for analysis; however, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported sideport detachment remains unknown as the device was not returned for evaluation. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
It was reported during the procedure, the sideport tubing detached from the sheath. The device was replaced with a 71cm sl1 device. There were no reported patient complications.